Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
The complainant reports having difficulty passing a suction tube through the endotracheal tube (ett) at the point where the tube for the inflation cuff enters the ett which is at approximately the eleven to twelve centimeter area of the ett.